Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and alopecia ("lost a lot of hair/loose more hair"). The patient was treated with surgery. Essure was removed. At the time of the report, the allergy to metals and alopecia outcome was unknown. The reporter considered allergy to metals and alopecia to be related to essure. The following information was received from social media: allergy to metals and alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and alopecia ("lost a lot of hair/loose more hair"). The patient was treated with surgery (16 days post-op). Essure was removed. At the time of the report, the allergy to metals and alopecia outcome was unknown. The reporter considered allergy to metals and alopecia to be related to essure. The following information was received from social media: allergy to nickel and hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.